Manufacturer narrative:
During further evalution, it was observed that the device engine power was too low and the bearings and seals were damaged. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from (B)(6) that the compact air drive device was not functioning. During service and evaluation, it was observed that the device could not be dismantled completely. It s further determined that the trigger was broken and torn off, the handle was broken and jammed (rust), the pin was broken , it was observed that the button release was defective. It was further determined that the device failed the following pre-tests: general condition, check reverse locking mechanism, check for air leak, check triggers for fwd / rev mode, check for excessive noise and check the power with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.